Event description:
It was later reported that the event resulted in in-patient or prolonged hospitalization. The patient outcome was resolved without sequelae on (B)(6) 2014.

Event description:
It was reported that patient had experienced less than 50% therapy relief, generalized hypertonia over entire body. It was stated that the clinicians had been increasing infusion rate since pump implant on (B)(6) 2013 from 275 mcg/day on discharge to 349 mcg/day on (B)(6) 2013. When patient was in for an unrelated hip x-ray, the radiologist noted there was an "interruption in the catheter a few centimeters from the pump, near the junction of the larger and smaller caliber tubing segments" on (B)(6) 2014. Patient underwent a surgical intervention wherein a catheter break at the proximal segment was observed. It was described that spinal incision exposed and existing catheter was cut and brisk retrograde flow of csf (cerebrospinal fluid) was seen. The pump pocket site was exposed and an obvious break in catheter located at sutureless connector (sc) pin was observed. Approximately 1 cm of catheter remained on the sc pin and there was an approximate 2 inch gap between the sc pin and the remaining segment of catheter. The entire catheter and sc were explanted and replaced. Patient was reprogrammed and restarted on an infusion rate of 100 mcg/day after catheter replaced; drug delivered via the device was baclofen. Patient status at time of this report was noted as ¿alive - no injury¿. It was later reported that patient was doing well post revision and was receiving effective therapy. The cause of the break was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory product type catheter product ID 8709sc, serial# (B)(4), explanted: 2014 (B)(6); product type catheter. Analysis of the 8578 revealed the catheter's sutureless connector had explant damage. The analysis of the 8709sc revealed the catheter body had a hole or tear caused by the catheter connector pin.